Manufacturer narrative:
(B)(6).

Event description:
It was reporting that during placement of a cleo® 90 infusion set, the needle didn't retract into the inserter, instead it remained stuck in the cannula. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation in used condition and without its original packaging. Visual inspection of the device found the retractor was activated, the cap seal was open, and the needle remained in the inserter. Functional testing was unable to be performed as the unit had been activated. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A sample of 32 devices from the production floor were visually inspected and found no discrepancies. Based on the evidence, the root cause was attributed to a manufacturing issue; the most probable root cause was related to the production personnel not detecting the missing solvent in the needle.